Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The pt presented with an acute st elevation myocardial infarction. The 80% thrombotic, ulcerated, complex lesion being treated was located in the proximal left anterior descending (lad) artery. The lesion was predilated with a 2.57x15mm non-bsc balloon, inflated to 8atm for 30 seconds. A 3.50x16mm taxus express2 drug eluting stent was deployed at 20 atm for 30 seconds. Multiple doses of nicardipine were given for vasodilation followed by intravenous nitroglycerin to continue the peripheral vasodilatation. The lesion was post dilated with a 4.0x14 non-bsc balloon, inflated to 18 atm for 23 seconds. Medication: integrilin, plavix. Eight month post the taxus stent implant, plavix was discontinued by the physician. The pt is to continue taking aspirin. One year and one month post the taxus stent implanted, the pt experienced recurrent chest pains. One year and five months post the taxus stent implant, the pt was transferred from another hospital to this facility due to chest pain and shortness of breath. Patient is currently taking plavix and aspirin. Angiography identified a clot at the origin of the previously placed stent. A 2.25x15mm non-bsc balloon was inflated four times to 14-16 atm for 15-20 seconds. After timi flow ii was restored, a large amount of thrombus was seen. Four passes with a thrombectomy catheter were made. Initially, insertion difficulty was experienced in the distal portion of the stenosis. A 3.5x23mm non-bsc stent was placed across the lesion, with extreme difficulty due to the bend in the distal left main, inflated twice to 16-20atm for 20 seconds. Timi iii flow was achieved and patency was restored. Upon discharge the pt was ambulating well without difficulty, no chest pain, or shortness of breath. Medication: lovenox, integrilin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.